Event description:
It was reported that cartridge alarm 30 occurred and caller indicated this was a past event related to another case. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event or any actions taken by the customer or technical support.